Event description:
Information was received that a smiths medical blue line ultra suctionaid tracheostomy had water in the pilot balloon. A tracheostomy change out was required, and no patient injury resulted.

Manufacturer narrative:
One tracheostomy tube was returned for evaluation. Visual inspection found the device to have no discrepancies or water droplets. Functional testing was done by using a syringe to inflate the cuff and the inflation line was submerged under water. The test lasted for 24 hours, and no leaks were noted to be found as a result. The reported customer complaint was not confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.